Event description:
It was reported that the patient felt numbness in their right leg. The device was explanted four days after implant. The patient was alive and without injury or adverse event at the time of this report. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).